Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional observation of blood in/on helix mechanism.

Event description:
It was reported that during implant, the lead had high impedance after the helix was deployed. The physician felt the helix did not retract the entire way after trying to remove the lead. The lead was not implanted and replaced with another. No patient complications have been reported as a result of this event.